Manufacturer narrative:
The correct MFR number is (B)(4). Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. An event of a tamponade was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the premature ventricular contraction procedure, a tamponade was confirmed with ultrasound and fluoroscopy, resulting in a pericardiocentesis. The procedure began with lat mapping of the right ventricle. The area of the earliest potentials was located near the septum and ablation began with the following generator settings: 35w/60s and a rapid saline flow of 17ml/min. Approximately 12 ablation lesions were performed, with no sudden increase in impedance noted. After the last application, the patient reported shortness of breath and a drop in blood pressure was noted. The patient did not make any sudden movements throughout the procedure. A tamponade was confirmed using ultrasound and fluoroscopy. The doctor performed pericardiocentesis and drained approximately 180 ml of blood. The patient was sent for observation with normalized blood pressure and stable condition. The physician alleges that the tamponade occurred during mapping, not ablation. The physician alleges the flexability catheter to be the cause for the tamponade. The exact moment or location of the tamponade is unknown. There were no performance issues with any abbott devices. The patient has been discharged and stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.